Event description:
It was reported that the patient's peak airway pressure (ppeak) increased. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
Information collected to date stated that the patient¿s peak airway pressure (ppeak) increased. A cuff leak was noted with air escaping through the patient¿s mouth. Tidal volumes were adequate, and the patient was able to speak while on the ventilator. The patient was transitioned to t-piece (tm), resulting in improved breathing. A new ventilator was subsequently set up. There was no patient harm. Further information regarding the reported cuff leakage has been requested, but no response has been received. The healthcare facility inspected the ventilator and found no anomalies. The used patient circuit, however, was not examined. Review of the device logs for the reported date and time shows multiple alarms consistent with leakage. Expiratory minute volume low alarm indicates leakage in the patient circuit or around the cuff. Airway pressure high alarm is generated when the airway pressure exceeds preset upper pressure limit, or the inspiratory flow rate is too high. Also, volume delivery restricted alarm was generated where the pressure is limited to 5 cmh2o below the set upper pressure limit and this restrict the volume delivery. The alarm generation shows that the ventilator is delivering as set but ventilation becomes insufficient due to the cuff leakage, thus giving the alarms. These alarms confirm that the ventilator was delivering as set, but ventilation became insufficient due to cuff leakage, which aligns with the user¿s observation. The test log shows that successful pre-use checks were performed both before and after the event. The technical log does not contain any error codes that would indicate ventilator malfunction at the time. The conclusion is that there are no indications of ventilator malfunction during the reported ventilation period. The alarms instead suggest that ventilation may have been insufficient due to leakage, consistent with the user¿s report.

Event description:
Manufacturer's ref #: (B)(4).